Event description:
The surgeon reported that he inserted an akreos a0060g lens in the pt's eye. He noticed that the haptic was bent after insertion. The surgeon enlarged the incision in order to remove the lens and replaced it with a different lens. Sutures were used to close the incision.

Manufacturer narrative:
Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.